Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 36 mg/dl. At the time of the low bg, customer had been hospitalized for an elevated bg/diabetic ketoacidosis due to a urinary tract infection (not pump or supply related). Contact did not know cause of low bg. Customer was treated with antibiotics and intravenous fluids. Tandem technical support performed a general system check and pump was found to be functioning properly. Upon follow up, contact reported customer's discharged date was (B)(6) 2019 and pump was functioning as intended. There have been no further issues.